Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) canada alleging that she was experiencing an "er5" warning issue with her one touch ping meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 12:30 pm. She stated that she manages her diabetes with novorapid insulin (pump therapy) and due to the alleged denied taking any action in regards to her diabetes management. The patient claimed at 3 pm, after the alleged issue started, she felt tired, nauseated and lethargic. In response to her symptoms, at 4 pm she reportedly self treated with 5u of novorapid insulin and at 4:28 pm she tested herself with a back up meter obtaining a glucose result of "22.4 mmol/l". During the initial call with customer service, the agent noted that the patient was using unexpired test strips, correct testing technique and the blood sample was completely drawn into the test strip. While troubleshooting the error was duplicated 12 times and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, although, the patient self treated with insulin, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high and spc contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.